Event description:
The customer reported false repeat reactive alinity I hiv ag/ab combo results generated by the alinity I processing module for two patients. Confirmatory testing using western blot produced negative results. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1: sid (B)(6). (B)(6) 2026 initial result = 1.44 s/co (reactive), repeat results = 0.34 s/co and 2.98 s/co. (B)(6) 2026 repeat result after probe replacement = 0.07 s/co (nonreactive). Western blot = negative. Patient 2: sid (B)(6). (B)(6) 2026 initial result = 1.34 s/co (reactive), repeat results = 1.77 s/co and 0.69 s/co. (B)(6) 2026 repeat result after probe replacement = 0.07 s/co (nonreactive). Western blot = negative there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Manufacturer narrative:
Sections d3 email and g1 mfg site email were updated. Section d4 - primary UDI number: initial: (B)(4) was updated to (B)(4). The alinity I processing module, serial number (B)(6), generated false repeat reactive hiv ag/ab combo results. The customer replaced the reagent 2 alinity pippetor probes (list number 03r96-02). The alinity I processing module function was verified with a control/precision run. A review of tracking and trending did not identify any trends for the alinity pippetor probes and alinity I processing module with regards to the current issue. A review of manufacturing documentation did not identify any nonconformances associated with the complaint issue. A review of labeling adequately addresses operational precautions and limitations; component replacement; and troubleshooting for erratic results. Based on the investigation, no systemic issue or product deficiency of the alinity I processing module for serial (B)(6) or the alinity pippetor probes were identified.

Event description:
The customer reported false repeat reactive alinity I hiv ag/ab combo results generated by the alinity I processing module for two patients. Confirmatory testing using western blot produced negative results. The following data was provided (<1.00 s/co is nonreactive, = 1.00 s/co is reactive): patient 1: sid (B)(6). 19mar2026 initial result = 1.44 s/co (reactive), repeat results = 0.34 s/co and 2.98 s/co. 30mar2026 repeat result after probe replacement = 0.07 s/co (nonreactive). Western blot = negative. Patient 2: sid (B)(6). 20mar2026 initial result = 1.34 s/co (reactive), repeat results = 1.77 s/co and 0.69 s/co. 30mar2026 repeat result after probe replacement = 0.07 s/co (nonreactive). Western blot = negative. There was no impact to patient management reported.